Event description:
The reporter took the meter to a scheduled doctor visit and did meter to hcp meter comparison tests, 2 minutes apart. Reporter's meter read 309 mg/dl. Reporter gave self 2 units of humalog, and then tested on the doctor's meter (fasttake) with a reading of 89mg/dl. Reporter is a "brittle" diabetic; tests 15 to 20x per day. Reporter was not given any treatment by the doctor.